Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a (B)(6) year old female patient underwent a caesarean section by transverse incision procedure on (B)(6) 2018 and topical skin adhesive was used. There were no problems for six days after the operation. On post op day seven, the patient complained of itching. A steroid was prescribed. One month after the operation, terrible rashes were observed when the patient visited the hospital for the postoperative checkup. The patient still had a slight itching. The topical skin adhesive still remained on the affected site. It was removed, and steroid was prescribed continuingly. The rashes have been in remission after the topical skin adhesive remaining on the affected site was removed. The surgeon opines that there was a causal relationship between the topical skin adhesive and the event. The surgeon opines the contributing factors were the patient¿s sweat and resolved topical skin adhesive contacted the skin, then, it caused itching. The patient has been discharged from the hospital. There are no plans of additional treatments. The patient symptoms are currently in remission. Additional information was requested.